Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint that when the autopulse nxt platform (sn (B)(6)) was turned on and while sizing, the nxt band tightened only on one side was not confirmed during the functional testing and the archive data review. No device malfunction was observed during the testing and the nxt platform functioned as intended. The archive data indicated no fault around the reported event date. The nxt platform passed the functional testing without fault. The nxt platform was tested using mztf until the battery was completely discharged, with no faults or errors detected. Following the service, the autopulse nxt platform passed its final tests without issue. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The autopulse nxt platform (sn (B)(6)) was used to resuscitate a 78-year-old female patient. When the nxt platform was turned on and while sizing, the nxt band tightened only on the right side. The nxt platform was paused, resized, and then only the left side was tightened. The crew removed the nxt platform and did not use it further. Instead, they used another nxt platform from a different ambulance for the rest of the call. However, rosc was not achieved, and the patient died. According to the customer, there were no detrimental effects to patient care due to the reported issue.